Event description:
It was reported that the pump module displayed error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed npi 8100 error code 242.4030. Tsc tech - customer stated they have replaced everything but the logic board. Recommended customer reinstall all replaced parts and send in for repair. Customer will send in for repair. Emailed customer our repair pricing. Ended call. Based on the troubleshooting results, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the pump module displayed error code 242.4030. There was no patient involvement.